Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficult to position over the guide wire was confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position over the guide wire or inner member separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, mildly calcified, 95% stenosed unspecified coronary artery. The 3.5x12 mm voyager balloon catheter met resistance during advancement over an unspecified guide wire resulting in an inner member separation. The patient was treated with another voyager. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.